Manufacturer narrative:
(B)(4). Batch #: unknown. Date of event: date of event is unknown. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, the firing force was higher than expected at the first firing. The device could not be fired at all at the third firing. The handle was broken off at the fifth firing so that only quarter of the cartridge was fired. The device was used on the pneumothorax. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 1/6/2021 d4: batch # u5dr0t h6: component code: mechanical(g04) investigation summary the analysis results found that the ats45 device was received with the firing trigger broken and with no reload present. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and no anomalies were noted. As part of our quality process, the manufacturing records of this batch number was reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as on what caused the firing mechanism to fail as no reload was returned for analysis. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Although there is no direct evidence of use error, the instructions for use do contain the following caution: attempting to force the trigger to complete the firing stroke with too much tissue between the jaws, or with dense/thick tissue between the jaws, may result in instrument failure. In addition, it notes that once the firing cycle has initiated, it must be completed. If re-initiation of firing is resumed after the instrument is unclamped, the instrument will lock out. If resistance is felt, stop and replace the reload. Firing through the lockout mechanism will break the instrument.